Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included weight gain (not recovered prior to essure), weight loss (not recovered prior to essure) and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: depo-provera in 2014 and implanon from 2008 to 2014. Concurrent conditions included overweight, hypertension, chlamydial infection, hyperlipidemia, ovarian cyst, vaginitis bacterial, post coital bleeding, uterine bleeding, hypertension and dizziness. Concomitant products included anovlar (loestrin), biotin, doxycycline (doxycyclin) and fluticasone propionate (flonase). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping) off and on"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("gastrointestinal or digestive system condition type: digestive issues - severe pain after eating certain foods"). In (B)(6) 2014, the patient experienced depressed mood ("psychological or psychiatric problems-down and not feeling like myself"). In 2015, the patient experienced acne ("rashes or skin conditions type: acne, skin redness"), erythema ("rashes or skin conditions type: acne, skin redness"), nausea ("nausea"), dental caries ("dental problems, dental cavities, gum issue, teeth sensitivity"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dry eye ("vision/eye problems type: eye dryness"), weight increased ("weight gain"), alopecia ("hair loss"), pollakiuria ("bladder or urinary problems or changes: more frequent urination"), gingival disorder ("dental problems, dental cavities, gum issue, teeth sensitivity") and sensitivity of teeth ("dental problems, dental cavities, gum issue, teeth sensitivity"). In 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches regular headache"), dyspepsia ("gastrointestinal or digestive system condition type: digestive issues - severe pain after eating certain foods"), abdominal pain lower ("lower abdominal pain/cramping") and back pain ("back pain upper/lower"). The patient was treated with estrogen nos (estrogen), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation), alternative therapy (lotion, oils, exfoliants), alternative therapy (lotion, oils, exfoliants), alternative therapy (fillings, sensitive toothpaste), alternative therapy (heating pad), alternative therapy (feminine wipes), alternative therapy (eye drops), alternative therapy (diet and exercise), alternative therapy (fillings, sensitive toothpaste) and alternative therapy (fillings, sensitive toothpaste). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, headache, nausea, vaginal discharge, fatigue and abdominal pain lower had resolved, the menorrhagia, vaginal haemorrhage, acne, erythema, bladder disorder, urinary tract disorder, migraine, dental caries, dysmenorrhoea, dyspareunia, dry eye, weight increased, dyspepsia, abdominal pain, depressed mood, pollakiuria, gingival disorder, sensitivity of teeth and back pain outcome was unknown and the depression and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, back pain, bladder disorder, dental caries, depressed mood, depression, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fatigue, female sexual dysfunction, genital haemorrhage, gingival disorder, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, sensitivity of teeth, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3, the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, dysmenorrhea, menorrhagia, abdominal pain lower. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, rashes or skin conditions type: acne, skin redness, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: eye dryness, fatigue, weight gain, gastrointestinal or digestive system condition type: digestive issues - severe pain after eating certain foods, hair loss were added. Patient's medical history added. Patient's concomitant medications added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain/excruciating pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain (not recovered prior to essure), weight loss (not recovered prior to essure) and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: depo-provera in 2014 and implanon from 2008 to 2014. Concurrent conditions included overweight, hypertension, chlamydial infection (antibiotic), hyperlipidemia, ovarian cyst, vaginitis bacterial, post coital bleeding, uterine bleeding, hypertension and dizziness. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) until (B)(6) 2017 for menorrhagia as well as biotin, doxycycline and fluticasone propionate (flonase). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) off and on"). In 2014, the patient experienced abdominal pain ("gastrointestinal or digestive system condition type: digestive issues - severe pain after eating certain foods"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue / it makes me depressed, bloat and tired"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspepsia ("gastrointestinal or digestive system condition type: digestive issues - severe pain after eating certain foods"). In (B)(6) 2014, the patient experienced depressed mood ("psychological or psychiatric problems-down and not feeling like myself"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), acne ("rashes or skin conditions type: acne, skin redness"), erythema ("rashes or skin conditions type: acne, skin redness/rash/itch"), nausea ("nausea"), dental caries ("dental problems, dental cavities, gum issue, teeth sensitivity"), dry eye ("vision/eye problems type: eye dryness"), alopecia ("hair loss"), pollakiuria ("bladder or urinary problems or changes: more frequent urination"), gingival disorder ("dental problems, dental cavities, gum issue, teeth sensitivity") and hyperaesthesia teeth ("dental problems, dental cavities, gum issue, teeth sensitivity") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain/cramping"), back pain ("back pain upper/lower"), menometrorrhagia ("heavy spotting 2-3 weeks out of the month"), abdominal distension ("it makes me depressed, bloat and tired."), the first episode of depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches regular headache"), hirsutism ("facial hair after essure. I just found 3 long hairs under my chin"), the second episode of depression ("it makes me depressed, bloat and tired."), rash ("rash"), menstruation irregular ("irregular problem") and muscle spasms ("muscle spasm"). The patient was treated with estradiol (estrogen), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and ablation (B)(6) 2017), diet and exercise, eye drops, feminine wipes, fillings, sensitive toothpaste, heating pad and lotion, oils, exfoliants. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, vaginal discharge, female sexual dysfunction, headache, nausea and fatigue had resolved, the menorrhagia, abdominal pain, back pain, dyspareunia, menometrorrhagia, vaginal haemorrhage, abdominal distension, acne, erythema, bladder disorder, urinary tract disorder, migraine, dental caries, dry eye, weight increased, dyspepsia, depressed mood, pollakiuria, gingival disorder, hyperaesthesia teeth, hirsutism, the last episode of depression, rash, menstruation irregular and muscle spasms outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, back pain, bladder disorder, dental caries, depressed mood, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fatigue, female sexual dysfunction, genital haemorrhage, gingival disorder, headache, hirsutism, hyperaesthesia teeth, menometrorrhagia, menorrhagia, menstruation irregular, migraine, muscle spasms, nausea, pelvic pain, pollakiuria, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3, the number of expanded coils that appeared trailing into the uterine cavity was 2. Current weight: 183 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, dysmenorrhea, menorrhagia, abdominal pain lower. Concerning the injuries reported in this case the following events were reported via social media : rash, mensturation irregular and muscle spam. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Outcome updated for dysmenorrhia on (B)(6) 2019: social media received. New event rash, menstruation irregular and muscle spam were added . Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain/excruciating pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain (not recovered prior to essure), weight loss (not recovered prior to essure) and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: depo-provera in 2014 and implanon from 2008 to 2014. Concurrent conditions included overweight, hypertension, chlamydial infection, hyperlipidemia, ovarian cyst, vaginitis bacterial, post coital bleeding, uterine bleeding, hypertension and dizziness. Concomitant products included biotin, doxycycline, ethinylestradiol;norethisterone acetate (loestrin) and fluticasone propionate (flonase). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) off and on"). In 2014, the patient experienced abdominal pain ("gastrointestinal or digestive system condition type: digestive issues - severe pain after eating certain foods"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue / it makes me depressed, bloat and tired"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspepsia ("gastrointestinal or digestive system condition type: digestive issues - severe pain after eating certain foods"). In (B)(6) 2014, the patient experienced depressed mood ("psychological or psychiatric problems-down and not feeling like myself"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), acne ("rashes or skin conditions type: acne, skin redness"), erythema ("rashes or skin conditions type: acne, skin redness"), nausea ("nausea"), dental caries ("dental problems, dental cavities, gum issue, teeth sensitivity"), dry eye ("vision/eye problems type: eye dryness"), alopecia ("hair loss"), pollakiuria ("bladder or urinary problems or changes: more frequent urination"), gingival disorder ("dental problems, dental cavities, gum issue, teeth sensitivity") and hyperaesthesia teeth ("dental problems, dental cavities, gum issue, teeth sensitivity") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain/cramping"), back pain ("back pain upper/lower"), menometrorrhagia ("heavy spotting 2-3 weeks out of the month"), abdominal distension ("it makes me depressed, bloat and tired."), the first episode of depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches regular headache"), hirsutism ("facial hair after essure. I just found 3 long hairs under my chin") and the second episode of depression ("it makes me depressed, bloat and tired."). The patient was treated with estradiol (estrogen), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and ablation (B)(6) 2017), diet and exercise, eye drops, feminine wipes, fillings, sensitive toothpaste, heating pad and lotion, oils, exfoliants. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal discharge, female sexual dysfunction, headache, nausea and fatigue had resolved, the menorrhagia, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menometrorrhagia, vaginal haemorrhage, abdominal distension, acne, erythema, bladder disorder, urinary tract disorder, migraine, dental caries, dry eye, weight increased, dyspepsia, depressed mood, pollakiuria, gingival disorder, hyperaesthesia teeth, hirsutism and the last episode of depression outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, back pain, bladder disorder, dental caries, depressed mood, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fatigue, female sexual dysfunction, genital haemorrhage, gingival disorder, headache, hirsutism, hyperaesthesia teeth, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3, the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, dysmenorrhea, menorrhagia, abdominal pain lower. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media received : new events, ' it makes me depressed, bloat and tired", "heavy spotting 2-3 weeks out of the month", "facial hair after essure. I just found 3 long hairs under my chin" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in(B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.